Event description:
It was reported that there was an issue with disengaging the lv lead during a box change. Suspected device header issue. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a set screw anomaly could not be confirmed in the laboratory. The lvring and lvtip set screws were not returned with the ICD. It is believed that the field experience of difficulty removing the lead may have been due to silicone, septum material found in the lvring and lvtip hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty with tightening and loosening of the set screw.